Manufacturer narrative:
The aia-900 analyzer, serial number (B)(4), was installed at the account on 04oct2018. A complaint history review and service history review for similar complaints was performed from 04oct2018 through aware date 24apr2019. There were no other similar complaints identified during the search period. The free thyroxine (ft4) analyte application manual, under specimen processing, states the following: 4a) preparation. Following specific instructions in the operator's manual for the analyzer, place samples on the instrument appropriately. Limitations of the procedure: for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). The most probable cause of the reported event is attributed to operator error.

Event description:
A customer reported discrepant free thyroxine (ft4) survey sample results on the medical laboratory evaluation (mle) proficiency testing program while using the aia-900 analyzer. The customer stated sample ch-1 generated a value of 2.2 ng/dl, which was within range. Sample ch-2 generated an elevated value of 3.2 ng/dl; sample ch-3 generated a low value of 0.9 ng/dl; sample ch-4 generated an elevated value of 3.8 ng/dl; and sample ch-5 generated a low value of 1.4 ng/dl. Technical support reviewed the participant survey and noted that the customer appeared to have mixed up the samples. The customer reanalyzed the survey samples and stated all results were within range. The customer had analyzed the samples out of order. The samples were frozen. There was no patient intervention or adverse health consequences due to this event.